Manufacturer narrative:
Received one (1) used. List #011-mc100, microclave¿ clear connector; lot #unknown for evaluation on 8/29/24. As received, observed unknown residual solutions, appear to be blood. No physical damage or other anomalies observed. The microclave was disassembled, and spike tip appeared to have insufficient lubricant. The reported complaint of blood leak through the valve after rinsing the needle under positive pressure. That was observed after rinsing the huber needle with the valve being pushed in can be confirmed on the mc100. The probable cause is due to insufficient lubricant applied during assembly in manufacturing. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The complaint/event involved a microclave¿ clear connector that reportedly leaked blood through the valve (the valve was pushed in) after rinsing the huber needle under positive pressure. The customer stated that the device was connected to a child patient at the time of the event. The needle was changed for the child patient. The patient was stable, and no one was harmed during the incident. There was no delay in therapy, no unprotected exposure to any cytotoxic product and no leak of any medication, the customer stated that because the system was not closed, there was a risk for infection.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.